Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 338940 lot# b0725808k serial# implanted: (B)(6) 2008 explanted: product type lead product ID 338940 lot# b0725807k serial# implanted: (B)(6) 2008 explanted: product type lead product ID 748251 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type extension product ID 748251 lot# serial# (B)(4) implanted: (B)(6) 2008 explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with a neurostimulator. It was reported that the patient developed an abscess near the lead location on (B)(6) 2016; an infection was also noted. A procedure was performed after the incision surgery to remove one of the leads. The abscess then recurred in (B)(6) 2016 so the health care provider (hcp) removed the remaining left lead and left extension. There were no diagnostics or troubleshooting performed related to the event. The issue was resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.